Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer. Bedding was reportedly soiled with tpn during use. The 0.2 micron filter on the trifuse was leaking. The medical team was notified and the lines were changed down to clave. All of the infusions through the 0.2-micron filter were running at less than 4ml/h collectively. The trifuse line was changed less than 48h prior to event. The impact of the incident was that early access was required to change line. There was an unknown quantity of tpn/hydromorphoine lost from the leaking filter. There was no patient harm.

Manufacturer narrative:
D9 - date returned to mfg on 10/24/2024. Received one used mc330523 transfer set w/clave, smallbore trifuse ext set, 2-0.2 micron filters for inspection. As received, each of the 0.2 micron filters were wetted out with prior infusate. The set was leak tested per product specifications. There was leakage from the filter vents on both filters. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use.